Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer did experienced symptoms of low blood glucose value such as sweating and weakness. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. It was unknown about about automode status. No further complications were reported. The insulin pump will not be returned for analysis.